Manufacturer narrative:
Field g4 was corrected.

Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages the customer noted that there was soiling found on the heater plate. Upon investigation, the meter's function was not impeded due to contamination on the heater plate. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the sta satellite stago analyzer with the neoplastine ci plus reagent. It was unclear if the date of the event was (B)(6) 2019. Clarification has been requested but not received. At 12:03 p.m. The meter result was >8.0 inr, at 12:06 p.m. The meter result was >8.0 inr. Due to mobility issues, an ambulance was called and the patient was transported to the ER. At 1:45 p.m. The ER laboratory result was 6.1 inr. The patient was administered vitamin k based off the laboratory result as it was believed to be accurate. The meter results were not believed to be accurate. A chest x-ray was also ordered to discard the possibility of pneumonia. The patients therapeutic range is 1.6-2.4 inr and tests bi-weekly. The patient is stable and well.